Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6) 2017, during a sleeve gastrectomy procedure, in the stomach antrum resection, the green cartridge was used as the second cartridge and it did not work. The loading unit was changed and it was tried again but it did not work. Therefore the device was replaced with new one to complete the case the patient was alive with no injury.